Event description:
Pt admitted to hosp special care unit with diagnosis of pneumonia and history of severe arthritis and hypertension. At 0824, on 3/3/96, pt respiratory arrested and resuscitation efforts began. Defibrillator was unplugged and taken to the bedside. The pt's heart rhythm was noted to be electrical mechanical dissociation at 0829. At 0832 the heart rhythm was v-fib. The defibrillator was charged to 200 joules and discharged properly. Nurse observed muscular response of pt in response to delivered shock. The low battery indicator light was noted to be on and the defibrillator was plugged in. The defibrillator was charged to 300 joules and 300 charge was displayed on screen. The defibrillator failed to discharge. The charge was dumped by turning the energy selection dial to the off setting. 300 joules was selected for the third charge. The 300 charge was displayed on screen. The defibrillator failed to discharge. The charge was dumped by turning the energy selection dial to off. During this attempt to discharge the plastic button cover on the right paddle came off and was not recovered until after this scenario was concluded. 300 joules was selected for the fourth charge. The 300 charge was displayed on screen. The defibrillator failed to discharge. The charge was dumped by turning the energy selection dial to off. 300 joules was selected for a fifth charge. The 300 charge was displayed on screen. The defibrillator discharged properly. Nurse observed muscular response of pt in response to delivered shock. 360 joules was selected for a sixth and seventh charge. The 360 charges were displayed on screen. The defibrillator discharged properly. Nurse observed muscular response of pt in response to delivered shocks. The pt did not respond to resuscitation efforts and was pronounced dead at 0855. The follow-up investigation confirmed that the battery was weak. The unit had not been charged so integrity of the battery was not determined. However, the battery was last replaced in 3/93. The MFR recommends replacing annually. Bio-medical equipment svs co had inspected the defibrillator 1/23/96, and had the unit on a six (6) month preventive maintenance schedule (pm). They found nothing wrong with the defibrillator at that time. The unit was checked on a/c power and delivered within specs during the investigation. The a/c button on the side of teh defibrillator was observed to be pushed in. Biomedical summary: 1. The right paddle button broke during the code. 2. The defibrillilator battery was weak and out of date. 3. The defibrillator worked fine on a/c power. 4. There is a two (2) second delay between when the digital display shows full energy and when energy can be delivered to the pt. This poses a potential ergonomic problem. (At lower energies there is little or no delay with the unit.)